Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. The distal low voltage electrode of the lead was covered in body tissue/fibrotic growth. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced a pericardial effusion and pacemaker syndrome. It was noted that the right atrial (ra) lead had high thresholds and had a loss of capture. The ra lead was explanted and replaced. No further patient complications have been reported as a result of this event.